Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The cartridge cover and white sleeve were disengaged. A piece of the sulu had disengaged from the device where the cartridge cover attaches. There were some staples protruding from the proximal end of the cartridge. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition occurs when the firing handle is over retracted prior to firing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during colon surgery, the cartridge was inserted into the handle and when the surgeon tried to fire the device, the knife would not advanced and the device could not be fired. The procedure was completed with new reload . The handle was used successfully with a new reload after the issue occurred. The patient had no injury.